Event description:
It was reported that two delivery devices failed during a water vapor therapy procedure for benign prostatic hyperplasia. The first device would not complete the priming cycle, despite attempts that were made. A second device was opened but after the first steam injection, the console displayed error code 225, and the delivery device did not work anymore. The procedure was not completed. The patient was sedated with general anesthesia and there were no patient complications. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia.

Manufacturer narrative:
With all the information available, boston scientific concludes that the reported event was confirmed, as analysis of the device could confirm the error code 225-delivery device is permanently disabled reported by the customer and the error code prevents to perform the functional testing. Based on review of all information available and analysis results, the investigation did not identify any abnormality in manufacturing or design from the risk review, conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that two delivery devices failed during a water vapor therapy procedure for benign prostatic hyperplasia. The first device would not complete the priming cycle, despite attempts that were made. A second device was opened but after the first steam injection, the console displayed error code 225, and the delivery device did not work anymore. The procedure was not completed. The patient was sedated with general anesthesia and there were no patient complications. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia.